Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula was analyzed and found to have a broken proximal clevis. Material measuring approximately 0.13¿ x 0.11¿ was missing at one of the ears of the proximal clevis and was not returned by the customer. The other ear of the proximal clevis was found breaking off and hanging at the wrist, but material did not appear to be missing. The known common cause of this failure is mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery spatula clevis was broken off of the shaft and the clevis was cracked. The procedure was completed with no reported injury.